Event description:
Information was received from a family member regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had a very annoying pins and needles feeling in their legs. The patient went to the health care professional (hcp) that day for some medication and was advised to contact the manufacturer representative for an adjustment. The patient did not have the programmer with them for troubleshooting. This had started in (B)(6) 2016. It was reported that the patient had adaptive stimulation settings. On (B)(6) 2016 the patient called back stated that they were confused. The implantable neurostimulator (ins) was dead. They had just recharged their system a little bit ago and did not know if it had turned down or not. The family member checked the battery status with the programmer and found that the ins was off. With troubleshooting, the caller was able to turn stimulation back on and adjusted the setting to 3.30v instead of the 6.0v that it showed when the ins was off.

Event description:
Additional information from the patient reported that lowering the stimulation resolved the pins and needles feeling. They stated "it help all of it. Haven't had it anymore."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.